Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in april 2008 which initially failed but was then successfully installed with the device passing an auto self-test. The device performed to specification up to 26th october 2008. On the 2nd november 2008 the device failed a weekly auto self-test due to a low battery. On the 11th april 2009 the device passed a self-test during a manual power cycle and then a weekly self-test on the 12th april 2009 before failing the next weekly self-test on the 19th april 2009 due to a low battery. An increase in voltage suggests a further pad-pak was installed on the 19th october 2009 and the device performed as expected up to the 31st october 2010. Throughout this period the device recorded several temperatures below the recommended operating temperature range. On the 11th april 2011, 2.0.6 software was installed on the device. The device then passed all self-tests, alongside random manual power ons, up to and including the last log entry on the 26th august 2015. Investigation was unable to replicate or find any evidence of the reported fault. There were no ten minute manual power ups recorded in the history log, therefore it is assumed the customer returned the device in response to the field safety corrective action. Furthermore, the majority of the low battery self-test failures recorded in the history log where at temperatures below the recommended operating range. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.